Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 02-nov-2022 to 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had multiple drawer failures. A field service engineer detected an electrical burnt smell and observed that the solenoid was frozen and had shorted out all the boards in the drawer. A field service engineer discovered that the solenoid had a brown burn mark around the center but there was no sign of fire. He replaced the solenoid, both the drawer boards and the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had multiple drawer failures. During device inspection, a field service engineer detected an electrical burnt smell and observed that the solenoid was frozen and had shorted out all the boards in the drawer.a field service engineer discovered that the solenoid had a brown burn mark around the center but there was no sign of fire. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the frozen solenoid had suffered a burn event. A field service engineer replaced solenoid, both drawer boards assembly to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had multiple drawer failures. During device inspection, a field service engineer detected an electrical burnt smell and observed that the solenoid was frozen and had shorted out all the boards in the drawer. A field service engineer discovered that the solenoid had a brown burn mark around the center but there was no sign of fire. There were no adverse events or injuries reported based on this event.